Event description:
(B)(4). It was reported by the facility staff that the rpl600-2 bariatric patient stand-up lift spreader bar bolt came off resulting in the sling to coming off and the patient falling on the bed. There was no patient injury reported, although the patient was taking to the emergency room to be checked.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model rpl600-2, serial number/date code (B)(4) is approximately two years old. The owner's manual part number 1078987 rev. J (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's a female, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.